Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of a questionable inr result from coaguchek xs meter serial number (B)(4). At 7:56 am the result from the meter with test strip lot 29778721 was 5.9 inr. At 10:50 am the result from the meter with test strip lot 35349723 was 3.5 inr and believed to be the correct result. A different finger was for each measurement. There was no adverse event. The customer's condition was "good". The customer was not anemic, no heparin, no antiphospholipid antibodies, no direct thrombin inhibitors, and no lupus. The customer has had no changes in diet, no illness, no new medications, no bleeding, and no bruising the qc was acceptable. The customer's therapeutic range was 2.5 - 3.5 inr. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.